Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed : the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella 5.5 the patient having multiple large melanotic bowel movements overnight, 1 packed red blood cells given and bival on standby with concern of gastrointestinal (gi) bleed, computed tomography angiography this afternoon to rule out. The patient was found to have a gi bleed (anti coags on hold). Patient will be taken to operating room today for an embolization for duodenal ulcer after failed esophagogastroduodenoscopy cauterization on friday. Care was withdrawn and the patient expired.